Event description:
Boston scientific received information that the patient presented to the emergency room complaining of lightheadedness and feeling dizzy; it was noted that the patient did not experience syncope. A device interrogation did not reveal any issues. The field representative stated that two hours later, he was asked to return to the hospital as a telemetry strip showed asystole for 4 to 5 seconds. Another device interrogation was performed without any significant findings. After monitoring the patient, the field representative observed a 3 to 4 second pause along with right ventricular (rv) loss of capture and oversensing of noise leading to pacing inhibition. The oversensing of noise was able to be recreated with isometrics, pocket manipulation and arm movements. A revision procedure was performed where the rv lead was surgically abandoned due the loss of capture and insulation damage. It was noted that the cause of the loss of capture was unable to be determined, however no lead to device connection issue was seen during the revision procedure. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.